Event description:
Per the report received from germany, edwards received notification of an evoque procedure in tricuspid position. The patient's baseline rhythm was atrial fibrillation, right bundle branch block and bradyarrythmia episodes, but with no indication for pacemaker. On post operative day 26, the patient experienced an intermittent third-degree atrioventricular (av) block, with pauses of approximately 6 seconds recorded on ECG. Although a permanent pacemaker was indicated for the patient, no implantation was performed as the patient declined the intervention.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.